Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for cracked tube with the incident lot was not observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had a cracked tubed during use. This event occurred 2 times. The following information was provided by the initial reporter: it was reported that multiple tubes were cracked. Rn received phone call from lab stating that the tube the specimen was in had cracked for the second time this morning. Additional information: "after viewing the pictures we do not believe this product to be a bd product" while this MDR dt is accurate for a cracked citrate tube, the images provided to depict a greiner citrate tube and not a beckton dickenson citrate tube.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had a cracked tubed during use. This event occurred 2 times. The following information was provided by the initial reporter: it was reported that multiple tubes were cracked. Rn received phone call from lab stating that the tube the specimen was in had cracked for the second time this morning. Additional information: "after viewing the pictures we do not believe this product to be a bd product" while this MDR dt is accurate for a cracked citrate tube, the images provided to depict a greiner citrate tube and not a beckton dickenson citrate tube.